Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and that controls have been run and are passing. The cause of the event is unknown. Service went on site and the issue was resolved by replacing the testpak and the system is operational.

Event description:
The customer reported discrepant elevated troponin results on the stratus cs. There was no report of injury due to this event.